Event description:
It was reported that an ilet user experienced sustained hyperglycemia in the 300¿400 mg/dl range while transitioning to a replacement ilet pump, using a libre 3+ sensor and an inset infusion set, with a fingerstick of 403 mg/dl prior to setup and suspected intercurrent infection. The device was set up with assistance and insulin delivery resumed. Symptoms included hyperglycemia with headaches and temperature fluctuations. Outcomes included no lasting health consequences or impact once glucose returned to range after continued pump use and hydration. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage issue related to not reverting to alternative therapy in a timely manner, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.